Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with 1 syringe of juvéderm® volbella¿ xc in the lips. 10 days later, patient developed inflammation and nodules in both the upper and lower lip (felt hard nodules on both lips, painful to the touch).

Manufacturer narrative:
The event of "calcium deposits" is considered a serious unexpected adverse drug experience. Additional, changed, and/or corrected data: a4, b2, b3, b5, b7, d6a, h6, h8.

Event description:
A healthcare professional reported that a patient was injected with 1 syringe of juvéderm® volbella¿ xc in the lips and juvéderm® volux¿ with lidocaine. Five weeks post injection, patient developed edema, inflammation, and nodules in both the upper and lower lip (felt hard nodules on both lips, painful to the touch). Five days later, patient was treated with prednisone 10 mg tablets for 7 days. Eight days later, patient was treated with 20 ui hyaluronidase. Three days later patient was treated with a second round of 20 ui hyaluronidase. Five days later, patient was treated with 04 ui hyaluronidase. Five days later, patient was treated wit 40 ui hyaluronidase. Symptoms are ongoing. Additionally, the hcp noted that when the patient showed up at the clinic and they had calcified balls. The healthcare professional reported that after being injected with 1 cc of juvéderm® volbella¿ with lidocaine in the lips. The patient developed painful lumps on the lips and palpation of 2-6 mm in diameter (upper 3, lower 4). This is the same patient reported under emdr: (B)(4). This emdr is being submitted for the serious injury.